Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced recurrent advisory alarms on their system controller over the course of a few weeks; based on the log files it appeared that these were low voltage alarms associated with a loose power cable connection. Troubleshooting was performed with the patient's batteries and clips, but this did not resolve the issue. The system controller was exchanged on (B)(6) 2022 which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed. The reported event of the system controller displaying the yellow diamond symbol but not displaying additional alarm information on the lcd screen was not confirmed. The submitted log file and the log file downloaded from the returned system controller (serial number: (B)(6)) contained approximately 3 days of data combined ((B)(6) 2022 per the timestamp). The log file captured intermittent low voltage advisory and power cable disconnect alarms that were not associated with routine battery depletion or power source exchanges due to the relative state of charge (rsoc) voltage levels dropping while connected to 14v batteries. The atypical alarms occurred on both the black and white power leads. The driveline was disconnected on (B)(6) 2022 at 12:44:42 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Visual inspection of the returned system controller revealed kinks in both power cables. Electrical testing of the system controller power cables revealed a significantly increased resistance on the rsoc wire in the black power cable consistent with conductor breakdown. Slightly elevated resistances consistent with the early stages of conductor breakdown were also observed on the remaining wires in both power cables, including the rsoc wire in the white power cable. The system controller was functionally tested on a mock circulatory loop while connected to a test power module and while connected to test 14v batteries and no atypical alarms were produced, including when the power cables were manipulated by hand. All audio and visual notifications functioned as intended during testing. The controller was connected to an adjustable power supply to intentionally activate a low voltage advisory alarm, and the system controller displayed the proper alarm notification on the lcd screen along with the yellow diamond illuminating as intended. The controller was disassembled for visual inspection of the internal components and no issues were observed. The outer jacket was removed from the power cables and a green contaminate consistent with fluid ingress was observed. Inspection of the underlying wires did not reveal any physical damage. The root cause of the atypical low voltage advisory alarms could not be conclusively determined through this analysis; however, the elevated resistances observed on the rsoc wires could have contributed to the reported alarms. Additionally, the observed kinks in the power cables and fluid ingress could have contributed to the elevated resistances on the underlying wires. The root cause of the reported event of the system controller not displaying the low voltage advisory alarm on the lcd screen could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate 3 patient handbook section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.